Event description:
Multiple laborie alpha one ph capsules did not properly adhere to the mucosa of the esophagus. In one patient, the device ended up in the patient's lungs which required a hospital transfer and a hospital procedure to remove the device. It was determined all of the devices with the same lot number #: 5002 had this same malfunction. The remaining devices with this lot number were taken out of stock.